Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during detaching the lung parenchyma on a laparoscopic segmentectomy procedure, the stapler was able to fire. However, the staples did not form into b-shape. Another reload was used to complete the case. There was no patient injury.